Manufacturer narrative:
PMA/510(k) # k210476 device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to two other complaint files. For details of the other investigations please refer to pr 373180 (3001845648-2022-00645) and pr 373671 (3001845648-2022-00663). Document review including IFU review prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c1949166 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has previously occurred with the current lot number. This was with the related complaint (B)(4). The root cause for that complaint was as follows ¿a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site ¿. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1949166. The notes section of the instructions for use, ifu0051-9 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the target site" and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0051-9). Q.20 of the additional information also indicates that a fujnon ebus scope was used rather than an olympus scope as per ifu0051-9 ¿this device is intended for use with an olympus ebus scope¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used. Root cause review a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. This may have caused the puncturing difficulties as the stylet provides support to the needle to permit puncture. It could also have led to the needle bending as detailed in the complaint description. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 13oct2022.

Event description:
This was a test-case. The needle wasn't puncturing very well. It looked like the tip was blunt so the introduction was very stiff. You also could see that the needle was bending. Note: user error stylet partially removed when advancing the needle into the target site and user error fuji scope used. Rep update on 26/08/2022: 3 needles (echo-hd-22-ebus-0) were used during 3 separate procedures. They were from my repstock. I still have 2 needles over with the following lot-numbers: c1949166 (B)(4) and c1949824 (B)(4). The needle which I¿m going to send to you is a needle with lot c1949824. The issues were present mostly present in the last 2 procedures. That¿s why the doctor stopped testing. So the needles had problems to puncture. It felt like they were blunt. The doctor had to use a lot of pressure and even then he didn¿t manage to puncture. They always used for this procedures a fujinon-ebus scope and always pulled back the stylet partially before advancing into the target site. A section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. For the continuation of the procedure, the doctor had to use the needle he is/was used to work with olympus. With the olympus needle, there were no problems to penetrate. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? N/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. Was gaining access to the target site difficult? No. Was the device used in a tortuous position? No. Was puncture of the target site difficult? Yes. Please describe the anatomical location of the intended target site ( lungs ). If the lungs, which lymph node was being targeted? 4r,7, 11r please describe the size of the intended target site: small lymphnodes. If not with the device in question, how was the procedure performed and/or finished? Dr. Used another needle (olympus) to finish the procedure. Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required: other needle. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? Yes. If yes, please specify what was observed and where on the device it was observed: the needle was bending during procedure because of the difficulties to puncture. What is the scope manufacturer and model number that was used? Fujinon ebus-scope. Was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? No. When was the issued with the product noted? On advancement of the sheath/needle. Was the syringe used during the procedure, after the stylet was removed? Yes. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was the stylet partially removed when advancing the needle into the target site? Yes. How many samples were obtained (passes completed) with this needle? 0. Did any section of the device detach inside the patient? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Yes. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? Yes. The main problem was the sharpness of the needle. The doctor didn¿t had the possibility to puncture while with the olympus-needle, there was no problem on the same target sites.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.